Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a constant tone and the display was blank. She removed and reinserted the battery but the screen remained blank. She also changed the battery but nothing happened. The insulin pump was exposed to moisture and has been dropped. The customer stated that it had minor scratches on the screen and a crack from the upper right corner from screen to back near the up button. The contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. Customer was advised to insert a new battery; the display did return briefly and went blank again. She was instructed to remove the battery for 10 minutes, clean the battery cap and reinsert the battery; the display showed a number 6 and then went blank. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump was received with a blank display, and constant tone due to moisture damage on the electronic assembly. Moisture damage was found on the motor assembly. The pump was received with minor scratches on the display window and a cracked reservoir tube lip.